Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The device's j3 connector on the system board was found to be unlocked. The device's system board needs to be replaced to address the issue.